Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. The customer¿s blood glucose level was 5.9 mmol/l at the time of the incident. It was stated that the customer did not notice the anomaly until a notification that the bolus was not delivered. It was also reported that the insulin pump had pump errors that indicated hardware low level failures and power error detected. There was no indication of the issues being resolve during the call. It was indicated that the customer was advised that the insulin pump needed to be replaced and returned. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. However, power error 25 noted in trace download analysis due to intermittent non-sleep anomaly software error. Pump error 63 alarm confirmed in the pump history and during self test due to open trace. All buttons functioning properly no damage on the keypad assembly and the connector on the electrical board was locked properly during visual inspection.